Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that her son¿s onetouch ultra 2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began at 9.30 am on (B)(6) 2018, stating that her son had obtained an inaccurate high blood glucose reading of ¿113 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter informed the csr that her son has not been diagnosed with diabetes, and that he takes no diabetes medication. The reporter stated that after the alleged issue, her son developed symptoms of ¿shaky, thirsty and could not walk properly¿. The reporter stated that she treated the patients alleged symptoms by providing some food. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strip vial had been opened longer than the recommended time. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.